Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of clear liquid behind the laser area of the coulter lh 780 hematology analyzer. Customer reported that the leak was contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the I beam and brown stripe tubing in pinch valve 50a had a pin hole in the tubing. The fse replaced the tubing. The fse also replaced the pneumatic valve for pinch valve 52 which was affected as result of the leak.